Event description:
It was reported that emergency thrombectomy was performed. The patient is reported to have had moderately tortuous vascular anatomy. During the procedure when physician was advancing subject guidewire to go into the ica (internal carotid artery) under the visualization of dsa (digital subtraction angiography), the distal portion of the subject guidewire was kinked. During the withdrawal of the subject guidewire under dsa (digital subtraction angiography), the resistance was encountered and the physician tried to overcome the resistance by adding some force at distal portion of the guidewire and the subject guidewire was fracture distally. Since the subject guidewire was not fractured completely, the operator took it out together with delivery wire. The physician replaced it with a new device and the procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection an attempt had been made to shape the guidewire tip. The guidewire was returned broken in 2 segments (14.8cm distal segment and 184.5cm proximal segment). In the distal segment, 14.8cm of the nitinol tubing was returned broken with the core wire exposed at one end and broken at the other end. An additional break of the nitinol tubing was noted 14.1cm from the distal end with the core wire exposed and stretched but not broken. A kink was also noted 10cm from the distal. On inspection of the broken nitinol and core wire, rough edges were visible around the nitinol and the surface of the core wire was very rough. In the proximal segment, 184.5cm of the nitinol tubing was returned broken exposed. The core wire and platinum wire were visibly broken inside the nitinol tubing. The core wire distal end was observed through the distal tip dome. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and the coating was peeling/peeled 27cm to 29cm from the proximal end. During functional inspection a functional test could not be confirmed as the device was damaged. The reported event was confirmed based on the damage noted during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, there was no resistance encountered removing the guidewire from the dispenser hoop, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, the guidewire tip was not shaped and continuous flush was set up and maintained throughout the clinical procedure. When super selected the guidewire to the vessel, resistance was encountered so the operator tried to add some force at distal. Under dsa the operator felt the guidewire was not kink naturally with big tension. When withdrew the guidewire resistance was encountered and the guidewire fractured at the distal end. When withdrew the guidewire, it was not completely fractured so a snare device was not used during this procedure. The patient¿s anatomy was moderately tortuous. A rebar 18 microcatheter was used in the procedure in conjunction with a guider softip. Product analysis found the guidewire was returned broken in 2 segments. The breaks had occurred 14.8cm from the distal end with the nitinol tubing broken and core wire exposed and broken. An additional break of the nitinol tubing was noted 14.1cm from the distal end with the core wire exposed and stretched but not broken and a kink was also noted 10cm from the distal end which indicates the device encountered a significant amount of force and manipulation during the procedure. An assignable cause of procedural factors will be assigned to the reported guidewire kinked/bent, guidewire distal tip broken/fractured during use and guidewire does not have smooth movement¿ in addition to the analyzed guidewire distal tip broken/fractured during use, guidewire distal end kinked/bent, guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also noted a section of peeling ptfe coating towards the proximal end of the guidewire. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. As the torque device was not returned with the device, it cannot be determined if this contributed to the ptfe coating peeling. Because on this, an assignable cause code of undeterminable was assigned to the as analyzed guidewire ptfe coating peeling.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that emergency thrombectomy was performed. The patient is reported to have had moderately tortuous vascular anatomy. During the procedure when physician was advancing subject guidewire to go into the ica (internal carotid artery) under the visualization of dsa (digital subtraction angiography), the distal portion of the subject guidewire was kinked. During the withdrawal of the subject guidewire under dsa (digital subtraction angiography), the resistance was encountered and the physician tried to overcome the resistance by adding some force at distal portion of the guidewire and the subject guidewire was fracture distally. Since the subject guidewire was not fractured completely, the operator took it out together with delivery wire. The physician replaced it with a new device and the procedure was completed successfully without clinical consequences to the patient.